Event description:
I had the essure implant 6 years ago. The past couple of years I've had bad cramping. Over the past several months it is getting worse. I started spotting two months ago. I get severe headaches, sweats, and mood swings. I'm 35 and should not feel like this. Sex is even painful. I'm not sure what to do.